Event description:
It was reported that the 2500 system had a saturation fault error message and voltage overtime error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.